Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department after receiving a shock. A remote monitoring transmission indicated that the patient has been treated for ventricular fibrillation but was suspected to be atrial fibrillation with rapid ventricular response. The shock was suspected to be inappropriate. It was indicated that the patient was cardioverted while in the emergency department. The electrograms were also indicated to noted to be missing on some of the stored episodes. It was also noted the right atrial (ra) lead was undersensing on occasional beats. The device and lead remain in use. No further patient complications have been reported as a result of this event.